Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic kidney donor nephrectomy, the first preloaded reload was able to fire but the second reload was loaded and got stuck on the vessels and would not release. They used another stapler to cut around the stuck stapler to resolve the issue and complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Malformed staples were received. Additionally, pushers were observed to be damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of malformed staples may occur when a thick tissue or obstacle has been incorporated in the jaws during application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.